Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse was unable to reproduce the reported error on the master tool manipulators 2 (mtm). The isi fse spoke with isi technical support engineer (tse) and was informed that the error likely to return. The isi fse replaced the mtm. The system was tested and verified as ready for use. Isi received the mtm 2 part involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to reproduce complaint of ¿errors on the system¿, but confirmed via system log review. A visual inspection was performed. The arm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. The following parts will be replaced as a precaution: main wire harness, embedded serializer in master base (esmb) printed circuit assembly (pca). A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed an error occurred during the surgical procedure that were related to the reported complaint. Per the review, the following was confirmed: prostatectomy procedure occurred on (B)(6) 2022 on system (B)(4). This complaint is reportable due to the following: the customer converted after the start of the procedure due to errors on the mtmr. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, errors on the master tool manipulators (mtm) right 2 were noted. The nurse called and stated that they had a fault during the procedure and they had to disable the console. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and told the caller that an error on the right mtm in one of the surgeon side consoles (ssc) was noted. The customer proceeded with the case with no reported injury with the second ssc. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was identified. The dvstat was contacted to troubleshoot, however, the customer was in the middle of the case and full troubleshooting was not completed. The issue persisted during the next case. The system functionality was checked upon powering the system on. It is unknown in the system powered on with no errors. The customer also stated that they are a teaching institution. The resident was using the console that had the arm issue. The attending physician was using the console that did not have any issues. So the surgeon proceeded without any issues.